Manufacturer narrative:
Review of the device history records revealed no manufacturing, processing or design related irregularities. The trestle luxe plate was found to be properly manufactured and released in accordance with the device master record. Visual examination of the returned 2-level plate found that the middle blocking slide had become completely detached from the implant. Witness marks along both the anterior and posterior sides of the plate are present and reveal the location of the instrument to plate during contouring/bending. The plate contains a witness mark on the posterior side directly behind the location of the detached blocking slide and witness marks at both graft windows on the anterior side. The combination of these witness marks confirms the plate bending instrument was positioned inconsistent with IFU requirements while contouring/bending the plate. Alphatec surgical technique ((B)(4)) provides instructions as to proper plate contouring. It also provides caution to reduce/eliminate the risk of this type of event. · caution: do not place the anvil portion of the plate bender over the blocking slide as damage can occur and affect its function. The provided instructions for use (ins-048) state; intraoperative management: trestle luxe anterior cervical plates are contoured to closely match the anatomical configuration of the spine. If the plate cannot be fitted and additional contouring is necessary, it is recommended that such contouring be minimal and be performed with the instrumentation provided. The plate must not be contoured in proximity of bone screw pockets or screw retention mechanism. When contouring the plate, great care should be taken not to scratch, notch or dent the surface as such deformities may compromise the strength of the implant.

Event description:
The trestle luxe plate broke during surgery.